Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of a set breaking below the drip chamber was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free experienced leakage. The following information was provided by the initial reporter: breakage below drip chamber. Buretrol IV filter without tpn filter cracked right under the drip chamber. IV fluid spilled everywhere but since it was so obvious it had split due to the liquid down the pump and on the floor, infusion was stopped immediately and while checking the rest of the tubing that reached the patient.